Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found customer reported that the instrument¿s tip is broken. Failure analysis found the instrument had a broken molded insulator on the jaw, which was related to the customer¿s complaint. The returned instrument included a broken piece about 16.34 mm long. The grip base with the cracked molded insulator showed no signs of bending. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip and the detached fragment are attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a broken tip. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed. The procedure was completed but the patient outcome was not provided. Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.